Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that¿¿the manufacturer rep stated the interstim system was explanted yesterday (B)(6) 2021 because it "was not working and patient (pt) was feeling it in their foot." Rep also reports that at the explant procedure the doctor discovered a previous lead fragment that was left in the pt. No further complications were reported at this time. [See related (B)(4) for issues with new ins and partial lead left implanted]